Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing arm numbness, chest pain, dizziness and light headedness. They noted the symptoms were worse in the morning and that they are worried if cardiac resynchronization therapy defibrillator (crt-d) is functioning as expected. The device remains in use. No further patient complications have been reported as a result of this event.